Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 242 mg/dl at the time of incident. Customer stated that the insulin pump would alarm unexpected restart during normal use. Customer also reported to have received a blank display and a keypad anomaly. Customer stated that display did not return even after battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm keypad anomaly, unexpected restart alarm and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.